Event description:
Physician was inserting guidewire into left subclavian. Physician was unsuccessful. Upon removal of guidewire it was noted that 6"-8" of radiopaque sheathing was missing. X-ray confirmed it was retained in pt. Admitted to hosp. The decision was made to leave it in pt.